Manufacturer narrative:
Analysis synthesis: upon reception, the returned home monitor was tested, and the reported behavior was confirmed, as no communication could be established with the back office. Analysis of the extracted expertise files revealed that the observed issue resulted from a hardware malfunction, as a failure of the zarlink chip was noted.

Event description:
Reportedly, an abnormal behavior of the home monitor was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an abnormal behavior of the home monitor was observed.